Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a day after implantation of intraocular lens (iol), the patient had increased intraocular pressure. The patient was prescribed with medical intervention which resolved the symptom. Normal iop was confirmed in the following week. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The root cause for the reported complaint could not be determined. Sterilization reports were reviewed and there were no issues with the sterilization process that could have impacted the sterility of the products. All chamber cycle parameters were within their validated specifications and all bis from the external process challenge devices were rendered sterile by the routine sterilization process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the iop increased due to postoperative inflammation. As per investigator the reported event to be mild and non serious. There was causal relationship with the device.